Event description:
According to the reporter, during the procedure, the bravo capsule failed to attach. No medical intervention was needed and the patient was not harmed. Prior to the procedure, an endoscopy was performed and the esophagus appeared to be normal. A repeat procedure was performed.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The capsule was not attached to the delivery system upon its return. The device was visually inspected for evaluation. The trocar needle was advanced and the system did not have blood or tissue on it. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented. The capsule electrodes were visually acceptable. As the product was received, the product was functioning according to specification. There was indication that there was mishandling as the plunger was rotated more than 1/8 of a turn. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.